Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a qdot micro and as the catheter was advanced into the body, they could not zero the catheter. No errors were displayed. The cable was replaced without resolution. When the catheter was replaced, the issue resolved. The procedure continued with no further issues. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, temperature, impedance and force test of the returned device were performed. Visual inspection revealed reddish material and a hole in the surface of the pebax. This finding is MDR reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, temperature, impedance and force test of the returned device were performed following j&j medtech procedures. Visual inspection revealed reddish material and a hole in the surface of the pebax. The device was connected to carto 3 system, and it was recognized and visualized; however, error 210 was displayed on screen, as well as the eco cable light flickering and no temperature displayed on the generator. A force test was performed, and the device was recognized and visualized correctly; however, error 106 was displayed on screen. Due to the temperature observed in the generator, a dissection was performed at the tip area, and an open circuit was found. Due to the force condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area, and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was adequate adhesive (polyurethane - pu) on the wires. The force issue reported by the customer was confirmed. The reddish material inside the pebax and temperature issue observed during the analysis are unrelated to the failure reported by the customer. The potential cause of the pebax damage could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The potential cause of the open circuit for error 106 and no temperature could not be determined. The root cause of the adhesive condition was traced to the manufacturing process. The instructions for use (IFU) contain the following information: zero the contact force reading following insertion into the patient. The tip electrode and the two distal ring electrodes on the catheter tip must be outside of the sheath so that the force sensor is inside the body. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Refer to the user manual for the carto¿ 3 system for instructions on how to zero the contact force reading. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action was initiated to investigate potential manufacturing process factors related to customer complaints of force sensor error 106 caused by a force sensor disconnection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).